Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker performed additional testing on the customer's device and was no longer able to duplicate the reported issue. The cause of the reported issue could not be determined. The device was retained by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.